Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: 13908.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for a high-risk percutaneous coronary intervention. A balloon was advanced to treat the proximal circumflex artery (cx), followed by oad treatment, and then treated again with a balloon. Micro dissection was observed in the proximal cx after ballooning which became a perforation post oad treatment. A larger perforation was observed in the distal obtuse marginal following the last balloon treatment, the oad was not used for treatment in this area. Due to the larger perforation in the distal obtuse marginal, coiling of the entire circumflex was performed to treat the perforations. The patient was admitted to the intensive care unit (ICU) post procedure and was in stable condition. The physician's suspected the first balloon treatment may have resulted in a minor dissection which resulted in a perforation following orbital atherectomy.